Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The MFR's service technician reported the ventilator went vent inop upon power on as reported. The service technician also confirmed a diagnostic code in log history indicating a vent inop occurred due to an oxygen motor error. The service technician checked the electrical connections between the power supply and main pcb, as well as the f1 fuse clip. All connections and fuse clip were found to specification. Performance verification testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Na